Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the pre-existing chronic heart failure (chf), and the patient's death was not caused or contributed to by the device or implant procedure. However, as the event occurred the day of the implant procedure, an MDR is being submitted. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. That evening, the patient became hypotensive and hypoxic. The patient remained hypotensive and hypoxic the morning of (B)(6) 2024. It was noted the patient may have had a history of hypertension. Cardiopulmonary resuscitation was performed, but the patient passed away later on (B)(6) 2024. The primary cause of death was cardiogenic shock, and the secondary cause of death was respiratory failure. In the opinion of the physician, the root cause of the hypotension and hypoxia was the pre-existing chf, and the patient's death was not caused or contributed to by the device or implant procedure.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the cvrx physician consult, it was noted the implant procedure was likely enough to accelerate the patient's decompensation. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. That evening, the patient became hypotensive and hypoxic. The patient remained hypotensive and hypoxic the morning of (B)(6) 2024. It was noted the patient may have had a history of hypertension. Cardiopulmonary resuscitation was performed, but the patient passed away later on (B)(6) 2024. The primary cause of death was cardiogenic shock, and the secondary cause of death was respiratory failure. In the opinion of the physician, the root cause of the hypotension and hypoxia was the pre-existing poorly-compensated chronic heart failure (chf). It was noted the implant procedure was likely enough to accelerate the patient's decompensation.